Event description:
According to the reporter, after a lung procedure where this device was used, the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.